Manufacturer narrative:
Medical device expiration date: na. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported, needle hub separated when removing shield stated, shields are difficult to remove stated, when she removed cap prior to injection, the syringe fell apart stated, needle are bent prior to injection consumer stated, she has 4 1/2 bags left unused and she is not comfortable using the rest. Lot: 9322426. Catalog: 328512. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-03. H6: investigation summary: customer returned (41) 31gx8mm, 0.3ml insulin syringes from lot 9322426 (40 in sealed polybags and 1 loose). Consumer reported plunger rod fell completely out of the barrel. All 41 returned syringes were examined, and all exhibited properly attached plunger rod assemblies; removing the plunger cap and exercising the plunger rods did not result in the plunger rod separating from the barrel. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9322426. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the relion® insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported, needle hub separated when removing shield stated, shields are difficult to remove stated, when she removed cap prior to injection, the syringe fell apart stated, needle are bent prior to injection consumer stated, she has 4 1/2 bags left unused and she is not comfortable using the rest. Lot: 9322426; catalog: 328512; date of event: unknown.